Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. Manufacturer report # 3005099803-2016-01065 captures the first device. It was reported to boston scientific corporation that two injection gold probe¿ devices were used in the patient¿s stomach during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during the procedure, the first probe would not cauterize. They used a second injection gold probe¿ and the same thing happened. Additionally, two different generators were used; however, both devices would not work. The procedure was completed using a third injection gold probe¿ device. There were no patient complications reported as a result to this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.